Event description:
Additional information received reported that no actions or interventions were taken to resolve the burning sensation and new pain. Per the surgeon the burning sensation seems related to the fall.

Event description:
It was reported that the patient fell. The patient had new pain related to the fall that she wanted her stimulation to target. The patient had a burning sensation at the ins site since the fall that had gradually gotten worse. The patient felt the burning randomly throughout the day whether or not stimulation was on. The patient felt the burning currently event though the battery was discharged. The patient felt bad burning going through store security. The impedance measurements were between 1237 and 2029. The patient was not able to run impedances when they met the patient because the implantable neurostimulator (ins) was discharged.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 39286-65, serial# (B)(4), implanted:(B)(6) 2010, product type: lead. (B)(4).